Event description:
It was reported that the itrak 3500l has a broken wheel. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the frame. The system was tested and found to be working as intended and placed back into service.